Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to the customer's site. The fse evaluated the iabp and confirmed the connector was broken. The fse replaced the fiber optic sensor connector and replaced the expired safety disk due to expiration of hours. The fse reviewed logs and did not find other issues. The iabp passed all calibration, functional and safety test and was returned to customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) fiber optic connector broken. It is unknown under which circumstances the event occurred. However, no patient involvement or adverse event was reported.